Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported two false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown date and on an unknown sample type. This MFR. Report addresses test one (1) of two (2). Confirmation testing was performed on an unknown platform and unknown sample type that generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Correction: h4 - manufacturing date: 10dec2024. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 0000946267, device part number 10732998 / lot 945409. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported two false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown date and on an unknown sample type. This MFR. Report addresses test one (1) of two (2). Confirmation testing was performed on an unknown platform and unknown sample type that generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.